Manufacturer narrative:
Investigation: the components have been visually and microscopically with the keyence vhx-5000 digital microscope and the panasonic dmc tz8 digital camera. We investigated the fracture surface of the instrument and the fragments. Here we found the typical signs of an inter-crystalline cleavage fracture. Hardness was checked in the area of the broken tip and according to specification it is not in the allowable tolerance. Additionally we investigated the instrument fw271r. Here we found a bent tip. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: there are no hints of pre-damage or similar. Without further knowledge about the circumstance we assume an excessive force during surgery as the casual factor. The break was probably favoured by too much hardness. No CAPA is necessary.

Manufacturer narrative:
Evaluation on-going.

Event description:
(B)(6). It was reported when trying to place the k-wire of the fourth screw, the tip broke off in the bone. No harm to patient reported. 1.5 hour delay in surgery.